Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs1537 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported groshong PICC extravasation of chemotherapy, PICC removed 10cm by unit staff and flushed, split seen in PICC. No other information was provided.